Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital support that the pt's system controller stopped working and caused the pt's pump to stop running when momentarily disconnected from the power module (pm); although, it remained connected to battery on the other lead. The pump did not start when the system controller was reconnected to the power module. The nurses exchanged the system controller and the pump restarted. The pt was not harmed. The vad coordinator's stated that there appeared to be an issue with the battery clip that was used on the black connector side; however, they also stated that the white connection lead on the system controller seemed to have some sort of short because when manipulated it caused the pump to stop. Add'l info received reported that the pt was taken back to the operating room (or) for tamponade on (B)(6) 2013. After the pump stop, the hosp placed the pt on low doses of heparin protocol and then the pt started bleeding into the chest cavity. The pt is being watched closely as the pt is experiencing a slight eval of pump watts and multiple pi events. Pt is stable and no signs of hemolysis noted.